Event description:
The customer reported that the insulin pump had physical damage. The physical damage consisted of cracks on the upper and lower corners of the reservoir window. The blood glucose reading was 48 mg/dl. The blood glucose readings were treated with food. It was also stated that the customer suspended the insulin pump. The current blood glucose reading was 123 mg/dl. No significant events prior to the physical damage. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.